Event description:
When doing a stealth brain biopsy, the guide tube frame did not fit into the arm that supports it. Two other guide tube frames were tried without success. A third guide tube frame came up from being gas sterilized and was used with success. There was about a fourty-five minute delay while waiting for the third guide tube frame due to the gas load not being able to be released any earlier.